Event description:
A peritoneal dialysis (pd) pt's daughter reported that during drain mode, the pt discovered that she was draining blood. The pt had been recently treated for fibrin and was hospitalized in (B)(6) 2013. After follow up with the pdrn, she confirmed that the pt had peritonitis. The culture test was taken on (B)(6) 2013, but there was no documentation explaining what organism was discovered. The pt was given antibiotics, but the pdrn did not have any info documenting what type of antibiotic was used to treat infection. The pt was not hospitalized. The pt is doing fine.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process reviewing medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.